Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12g09010. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as no sample was available for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date in (B)(6) 2012, the patient experienced the onset of peritonitis. On an unknown date in (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with diflucan. The rn stated she thought there were additional, unknown antibiotics used for treatment as well. On an unknown date while the patient was still hospitalized, the patient's pd catheter was removed, dianeal therapy was discontinued, and the patient was switched to hemodialysis. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was unknown. The patient recovered from this peritonitis event. Per the nurse, this peritonitis event was unrelated to baxter solutions, devices, or disposables.